Event description:
It was reported to nova biomedical that a consumer was receiving high glucose readings. Her husband administered multiple units of insulin to lower her blood sugar. Emergency intervention was needed and at the hospital, their blood glucose readings was 166 mg/dl and the consumer's meter was still recording high readings. The difference in the readings was determined to be clinically significant. The meter and strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.